Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, d4, e1, e2, e3, g1-2, g3, g4, g5, h2, h6, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause can't be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the monomer liquid did not run into the cartridge. Product was thrown away because it was full of blood. Cement storage temp. (Deg. C) : 21.0 operating room: temp in or (deg. C) : 19.0.

Manufacturer narrative:
(B)(4). Report source, foreign- event occurred in (B)(6). The device will not be returned by the manufacturer. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the product is conform and the root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the monomer liquid did not run into the cartridge. Product was thrown away because it was full of blood.